Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant procedure, the delivery catheter and device were difficult to insert into the right ventricle due to tortuous heart anatomy. As a result, the right ventricular outflow track was perforated. The perforation resulted in effusion and tamponade. Pericardiocentesis was performed, but the patient's condition continued to deteriorate. The patient was unsuccessfully resuscitated and passed away.